Event description:
On (B)(6) 2013, medcom was informed that a potential mistreatment of 3 pts occurred during the week of (B)(6) 2013 which was caused by a software error in our verisuite 1.8 pt position verification software. The problem only occurred when pts with pt position "chair" (chair-configuration) were treated and directly afterwards - w/o restarting verisuite - pts with a lying pt position (table-configuration). The customer detected that the value of the pitch rotation angle set for the chair (20 degrees) was not automatically reset by verisuite as expected when a new plan for a lying pt position was loaded. This could have led to an erroneous calculation of the pt position correction vector and therefore to a wrong pt positioning. The customer detected the shift before treatment. However, the customer decided to start the treatment, ignoring a warning in the verisuite user manual which informs the user not to start treatment when the displayed treatment position and correction vector values in verisuite do not correspond to the info displayed in the treatment control system. There is currently no info available whether the customer manually reset the shift in verisuite (i.e. Performing a correct treatment) or stated the treatment w/o manual correction leading to a potential mistreatment.

Manufacturer narrative:
The affected sites have been contacted on 05/13/2013 via a field safety notice. The field safety notice informs the user to restart verisuite when switching from treatments with chair pt positions to treatments with lying pt positions. This way the malfunction cannot occur. The software bug will be fixed in the next release of verisuite 1.8 (build 641), to be released in july 2013. Additionally, build 641 will contain a risk control measure which prevents the user from sending correction vectors bigger than a specified size. A corresponding warning will be added to the user manual. Medcom suggests its customers to update to the newest version when released. Sites affected in the u.s. Are: (B)(4).